Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had cosmetic damage and reservoir was unable to lock in place. Customer's blood glucose level was 15.7 mmol/l. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with cracked and bleeding lcd glass, unable to perform self test and displacement test due to cracked or bleeding lcd glass. Also, cracked keypad overlay. The test reservoir locked in place properly and no anomaly noted.